Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd883512, gd883108, and gd882266 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of a patient who made a mistake/touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. Treatment was not reported and the outcome was unknown. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was the patient made a mistake/touch contamination. On an unreported date in 2011, the patient had recovered from the peritonitis. On (B)(6) 2011, the patient was discharged. Pd therapies were ongoing. The nurse stated the peritonitis was not related to pd therapies and did not comment on the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.